Manufacturer narrative:
Results: the proximal end of the pusher assembly is consistent with an undetached coil. The proximal constraint of the coil and pull wire are captured in the distal detachment tip. The stretch resistant (sr) wire is broken. Conclusion: the cause of the premature detachment noted in the complaint is the broken sr wire. The destructive and tensile test data for this lot was reviewed and all samples exceeded the specification. The sr wire appears to have been subjected to tensile force in excess of its specification. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns.

Event description:
While introducing the first penumbra coil 400 through the px400 microcatheter, the physician felt some resistance/friction. The right ica was tortuous (impossible approach by controlateral ica, hypoplastic left a1 segment). However, before the first framing coil was delivered the inr navigated without difficulty in the right ica for the exchange wire. So when the dr introduced the first coil, he advanced the pusher but the friction was not relieved. All valves and flush lines were checked and ok. He continued to introduce the coil but the friction remained. The penumbra rep at the case suggested he remove it slowly if the friction is too high. By this time about 50% of the coil was already in the aneurysm and the physician decided to advance a little bit but then decided to remove the coil. The coil then detached without any action from the detachment handle as the physician began to pull the coil back. The inr pushed the coil completely into the aneurysm and continued with a second and third penumbra coil. The physician again felt friction delivering these coils but they were placed successfully. The physician finished packing the aneurysm with another co's coil and felt friction delivering this as well.